Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: received e-mail from (B)(6) regarding errors and have tried to call. The error codes reflect a possible plunger force sensor problem. Case resolution: (B)(6) called back and the problem was one defective unit. She is going to connect the rest, since they were stored a long time to see if any others have errors and refer them to biomed for rmas if need be.